Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. There was no data to review from the remote monitoring system and the caller requested device evaluation be performed from a local representative. No adverse patient effects were reported.